Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited noise. High impedance, a pacing issue and fracture. The ra lead was attempted/not used and replaced. The replacement right atrial (ra) lead exhibited a pacing issue and noise but this was resolved by several measurements and changes in the lead implantation site were performed. The ra lead remains in use. No patient complications have been reported as a result of this event.